Event description:
It was reported that three separate guidewire tips had fractured during use. A 300cmx10cm fathom-14 guidewire was selected for use. During the procedure, the guidewire tip fractured and about 10cm had torn off and remained in the vessel. The physician was able to remove the tip with a snare kit. The physician again attempted with two additional fathom-14 guidewires (300x10cm, 200x10cm), however both tips fractured/stretched leaving the tip nearly detached. The procedure was completed with another device without sequela.

Event description:
It was reported that three separate guidewire tips had fractured during use. A 300cmx10cm fathom-14 guidewire was selected for use. The patient was known to have gastrointestinal bleeding, as part of a tumor infiltration of the duodenum by the known pancreatic carcinoma and was intubated, ventilated and required intensive care. During the procedure, the guidewire tip fractured and about 10cm had torn off and remained in the vessel. The physician was able to remove the tip with a snare kit. The physician again attempted with two additional fathom-14 guidewires (300x10cm, 200x10cm), however both tips fractured/stretched leaving the tip nearly detached. The procedure was completed with another device without sequela.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a fathom-14 guidewire with its original pouch. Visual observation revealed the distal tip was separated at 8.1cm from the rest of the guidewire, and the core wire was also detached at 8.2cm. Analysis was able to confirm the report from the field of distal tip damage.